Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. With such limited information, the reason for the sapien 3 valve deployment in the sapien xt cannot be determined. It is possible that, unknown patient factors may have contributed to the viv event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in (B)(4), 7 years post implant of a 23mm sapien xt valve, a 20mm sapien 3 valve was implanted. The reason for the valve-in-valve (viv) procedure was the initial valve ¿did not work properly¿. The sapien 3 valve was deployed via the transaortic approach. The procedural outcome was reported to be successful. At the time of the report, the patient was doing very well and has been discharged from the hospital. No further information concerning the initial valve or the viv procedure is available at this time.

Event description:
As reported by our edwards affiliate in france, approximately 7 years (6 years and 10 months) post implant of a 23mm sapien xt valve, a 20mm sapien 3 valve was implanted. The reason for the valve-in-valve (viv) procedure was the initial valve ¿did not work properly¿. The sapien 3 valve was deployed via the transaortic approach. The procedural outcome was reported to be successful. At the time of the report, the patient was doing very well and has been discharged from the hospital. No further information concerning the initial valve or the viv procedure is available at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.